Event description:
The hcp reported "withdrawal symptoms" from intrathecal baclofen therapy. The patient had a pump replacement approximately 4 months earlier. No problems were noted until approximately one month ago when the patient began to have unspecified withdrawal symptoms. A catheter problem was suspected and the patient was taken for replacement of pump connector. "Free-flowing csf" was noted from the catheter. Following the revision, the patient noted relief of symptoms for about one week and then underdose symptoms occurred. The hcp "suspects pump".